Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pre-procedure device interrogation, multiple episodes of ventricular noise were detected with morphology suggestive of a lead integrity issue. The right ventricular lead was capped and replaced on (B)(6) 2018. The patient was stable.